Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they have been experiencing tingling in their legs, weak and swollen legs, and pain down their leg and into the groin area. The patient reported that they were fused from l1 to s1 and that their healthcare provider (hcp) put in their implantable neurostimulator (ins) prior to getting fused to l1. It was reported that the patient has been in the hospital over the last couple of months due to pain and their legs getting weak and swollen. The patient stated that they have had tingling in their feet to the point where they fall asleep. It was noted that the patient is having a myelography on the monday following the date of this report to see if their hcp thinks its l12. The patient wanted to know if scar tissue or something similar could be capable of wrapping around a lead causing all the pain that is going down their legs and testicles, even though the stimulator is working. It was also noted that the stimulator has been running normally and not "cutting off"; it has also been covering all the areas that the patient needs it to cover. The patient is to follow up with their hcp. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient was having back problems. The patient had fallen every month for the past year and the paramedics would pick them up and stay 3 days and go through pain management. The patient had myelograms, x-rays, and everything came back negative that nothing was wrong with the patient¿s back. Everything was taken out on (B)(6). The patient felt that the electrodes were in the right spot where they needed to go. The patient went to the hospital on thursday because they fell again and in the emergency room they decided to take it out as an emergency situation.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.